Event description:
It was reported that removal difficulty occurred. A 10.0-31 carotid wallstent self-expanding stent system and a 190cm filterwire ez were selected for use. The approximately 50-60% stenosed target lesion was located in the non-tortuous and mildly calcified internal carotid artery. Post stent deployment, severe resistance was observed when trying to remove the wallstent delivery system. The strong friction caused the filterwire to be pulled down along with the delivery system, to the point where the filter was inside the stent at one point. However, by pushing the filterwire distally and pulling the delivery system proximally, the delivery system was able to be removed separately. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the filterwire device was returned for evaluation. The wire returned inside the retrieval sheath and the filter bag came back in deployed state. It is possible to observed that no damages were observed in the device. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. A 10.0-31 carotid wallstent self-expanding stent system and a 190cm filterwire ez were selected for use. The approximately 50-60% stenosed target lesion was located in the non-tortuous and mildly calcified internal carotid artery. Post stent deployment, severe resistance was observed when trying to remove the wallstent delivery system. The strong friction caused the filterwire to be pulled down along with the delivery system, to the point where the filter was inside the stent at one point. However, by pushing the filterwire distally and pulling the delivery system proximally, the delivery system was able to be removed separately. The procedure was completed with this device. There were no patient complications as a result of this event.